Event description:
Reportable based on analysis approved on (B)(6) 2014. It was reported that crossing difficulties occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left circumflex artery. A 16 x 2.25 promus premier¿ stent was selected to treat the lesion; however the device was unable to cross the target lesion. No patient complications were reported and the patient¿s status was good. However, device analysis revealed stent detachment.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.; the stent was not returned to the complaint investigation site for analysis. The balloon was found to have stent impressions indicating that the stent was crimped in the correct location during manufacturing. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The balloon folds were visually and microscopically examined and no issues were noted with the profiles that could have contributed to the complaint incident. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. Blood and contrast media were observed in the guidewire lumen indicating the device had been advanced over the guidewire. During the product analysis the investigator was able to insert a 0.014in guidewire through the device without issue. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).